Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14166. Related manufacturer reference number: 1627487-2021-14167. Related manufacturer reference number: 1627487-2021-14169. Related manufacturer reference number: 1627487-2021-14170. Related manufacturer reference number: 1627487-2021-14173. It was reported that, during an ipg replacement procedure (related manufacturer reference number: 3006705815-2021-02069), the physician accidentally cut 2 extensions and pulled 3 of the 4 leads out. As a result, the physician decided to replace all 4 leads and 2 extensions. Therapy was restored following the procedure.